Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation updated fields: h6, h11. A root cause could not be identified as the product was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported, the bronchovideoscope exhibited a b30 scope communication error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.